Manufacturer narrative:
Investigation is ongoing. Additional information will be provided upon investigation conclusions.

Event description:
Arjo was informed about the incident with maxi sky 600 and kwiktrak ceiling lifting system involvement. During resident transfer, when the ceiling lift was under the turntable, the turntable stopper fell out. The caregiver cold hear the sound, but could not localize part falling out. The patient moved inside the sling, what caused the ceiling lift to move along the track. In effect, the ceiling lift fell out together with the patient. The caregiver tried to support the patient, but was not able to hold her due to her weight. The patient had a bump diagonally on the right side of her head and complained of a pain. The x-ray of the ribs and pelvis was done and a fracture was ruled out. A CT scan of the head was considered, but was not performed. The doctor has ruled out a fracture. Cracks could still be present, but because the CT scan did not take place, this cannot be determined. The caregiver had pain of the upper left arm and left ring finger after incident but according to information provided so far, no doctor was visited and no further information was made available.

Manufacturer narrative:
Arjo representative who visited the customer after the event found that the bolt holding the stopper detached, what caused the stopper to fall out. This installation was expanded and equipped with the turntable (with serial number (B)(6) and model numer 700.11600) in february 2021 by arjo team. The installation manual (001-11719-en) contains the following warning: ¿end stoppers are part of a security device. They must be present on every unused position to avoid the lift from falling out of the turntable. Make sure each bolt is tightened to 12 n*m (9 lb*ft).¿ the maxi sky 600 ceiling lift detached from the ceiling installation system and from that perspective, the device did not meet performance specification. The device was used for a patient transfer when the malfunction occurred. The complaint was decided to be reportable due to reported patient fall.

Event description:
Arjo was informed about an incident with maxi sky 600 and kwiktrak ceiling lifting system involvement. During resident transfer, when the ceiling lift was under the turntable, the turntable stopper fell out. The turntable is part of the kwiktrak ceiling installation, designed to allow the ceiling lift to pass from one track path to another. A side of the turntable which is not connected with the rail shall be secured with the stopper. The caregiver colud hear the sound of falling part, but could not locate it . When the resident, who sat in the sling moved , the lift moved as well, to an open end of the rail. In effect, the ceiling lift fell out of the turntable together with the patient. The caregiver felt pain of the upper left arm and left ring finger after incident but no further information was provided. The patient had an x-ray of the ribs and pelvis and a fracture was ruled out. She had a bump on the right side of her head and complained of a pain. The doctor stated that cracks on the head could be present, but regardless of the cracks, the treatment would be the same. Therefore they decided not to take computed tomography (CT) scan of the head.